Event description:
It was reported that a motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top case is chipped in front corners, serial number (B)(4) is missing from the display. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over eleven years old. U29 on main board does not operate as intended. Actions taken to mitigate the reported issue: replaced main board, also replaced motor assembly, worm gear, leadscrew and clutch halves for preventive due to parts were found old, dirty and worn out due to normal wear. Performed occlusion test and all functional test which passed. UDI information is unknown.